Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head was not able to interrogate and failed uplink functional test; the rf head cable found out of electrical specification. Analysis also found the rf head label backing is missing. It is noted the rf head magnet and case were found broken/fractured. (B)(4).